Event description:
The manufacturer received voluntary medwatch (mw5159546). The patient has alleged suddenly overheated and stopped working. Device emitted a terrible burning smell just prior to shutting down. Disconnected power supply and water chamber and let device sit overnight the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.